Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, yellow and brown particles. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported right side "tightness in chest". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is pain from "tightness in chest". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "tightness in chest". Device was explanted.